Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 12/08/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/24/2015 with the following findings: a review of the black box data showed evidence of partially discharged batteries being installed on (B)(6) 2015. A visual inspection of the pump showed that the battery compartment was cracked. No damaged was observed to the returned battery cap and the pump powered on with the returned cap. The pump¿s current draws were found to be within specifications. The pump case was removed and no evidence of moisture or loose components was found inside the pump. The complaint was not duplicated during testing.